Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose was in the 480 mg/dl at the time of incident. Customer¿s current blood glucose level was 210 mg/dl. Customer was treated with manual injection and insulin drip. There was no air bubble and leak. Customer had symptoms such as vomiting and nausea. Customer did not allege for under delivering. The insulin pump will be returned for analysis.